Event description:
The block broke when putting it in place. The surgeon used a mallet to seat block and it broke. No pt harm; the surgery was completed successfully.

Manufacturer narrative:
A document review of the lot 096205 (12 pieces mfg) was performed and no particular issues were found. No similar events were reported concerning this lot. The crack is thought to be associated to an improper use: hammer hits were probably done by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to this crack; the fact is confirmed by the sales rep. On the basis of medacta's risk analysis, the failure mode is highly unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.